Event description:
It was reported that during an exploratory laparotomy with bowl resection that they had two successful firings, but when they attempted a third firing the stapler wouldn't close and lock. They tried unsuccessfully for about a minute or two and decided to get a new one. They then completed the procedure without further issues. There were no patient adverse event.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch#: 362d05. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc100 device was received with the tip of the anvil insert broken and no returned for analysis and a glcr100b reload loaded in the device. The reload had the proximal 19 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. During the functional testing, the edge of detent component was noted to be broken causing that the knob did not engaged at the home position and it does not allowing the device to close. The device was assisted manually and the reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and the damages noted on the tip of the anvil insert and the detent component are related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 362d05, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.